Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a cuff inflation/deflation issue occurred during use. It was reported that the patient arrived from the emergency room with a size 8.0 endotracheal tube but the cuff burst. The tube was removed and replaced with a 8.5 tube.